Event description:
The recipient reportedly experienced pain at the implant site. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. This is an interim report.

Event description:
The recipient reportedly experienced pain at the implant site with and without device use. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The device passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. Based on the residual gas analysis data, it is believed that this device was not hermetic. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient reportedly experienced pain on the ipsilateral side of the face with and without device use. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.